Event description:
Tampon is coming apart. Concerned that I'm losing a lot of fibers inside- vagina [foreign body in reproductive tract]. Tampon is coming apart [device breakage]. Sharp plastic part at the top catches on the fibers and rips them out [device physical property issue]. Consumer reported via email that the tampon is coming apart. No serious injury was reported. 04-jun-2021: no failure could be identified as a result of the lot code investigation. An investigation is in progress for returned product received on (B)(6) 2021. A product investigation is in progress.

Event description:
Tampon is coming apart... Concerned that I'm losing a lot of fibers inside- vagina [foreign body in reproductive tract]. Tampon is coming apart [device breakage]. Sharp plastic part at the top catches on the fibers and rips them out [device physical property issue]. Case description: consumer reported via email that the tampon is coming apart. No serious injury was reported. (B)(6) 2021: no failure could be identified as a result of the investigation. (B)(6) 2021: reopened investigation results - cause was traced to design. Action plan is in place.

Event description:
Tampon is coming apart... Concerned that I'm losing a lot of fibers inside- vagina [foreign body in reproductive tract]. Tampon is coming apart [device breakage]. Sharp plastic part at the top catches on the fibers and rips them out [device physical property issue]. Consumer reported via email that the tampon is coming apart. No serious injury was reported. Lot codes: 03664/6128 10;11, 17647/5941, 36264/6073. (B)(6) 2021: no failure could be identified as a result of the investigation.

Event description:
Tampon is coming apart. Concerned that I'm losing a lot of fibers inside- vagina [foreign body in reproductive tract] tampon is coming apart [device breakage] sharp plastic part at the top catches on the fibers and rips them out [device physical property issue]. Consumer reported via email that the tampon is coming apart. No serious injury was reported.